Manufacturer narrative:
Device serial number was provided as unknown. Manufactures investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist systems (lvas) and the reported patient outcome could not be determined through this evaluation. The research abstract titled ¿early experience with elimination of aspirin from the antithrombotic regimen of patients with a heartmate iii left ventricular assist device (lvad)¿ (see attached research abstract) evaluated a total of 12 patients. The patients were treated with warfarin and never received aspirin at any time after the heartmate 3 implant through 30jun2019. Data was collected from the date of the lvad implantation until death, transplant or the end of the study period. This complaint addresses the death referenced in the study. One death was reported that was not due to bleeding or a thrombotic event. The average time on heartmate 3 lvad support was 379 days and the average international normalized ratio (inr) over this period was 2.09. The heartmate 3 device serial numbers, as well as another specific case/patient information, are not available and were not requested. The heartmate 3 lvas instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the research abstract ¿early experience with elimination of aspirin from the antithrombotic regimen of patients with a heartmate iii left ventricular assist device¿ identifying that the heartmate 3 is related to bleeding and death. This study was a retrospective chart review performed to identify on hm3 patients implanted through (B)(6) 2019. There was one death, the cause is unknown but not related to bleeding or thrombotic event. The average time on hm3 lvad support was 379 days and the average inr over this period was 2.09.